Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 35 mg/dl while wearing the pod between 1 and 4 hours. The patient was treated with IV fluids, they monitored his blood glucose levels as well as his heart rate, and waited for his blood glucose levels to stable. The patient ended up consuming some food and soda as well. The patient was discharged after three hours of care.